Event description:
It was reported that the customer's insulin pump was resetting repeatedly. The alarm history showed various alarms that were received, including an unexpected restart alarm. Customer stated the insulin pump was not stored or not in use for an extended period of time. During troubleshooting, a bolus was programmed into the air and the bolus amount was recorded in the bolus history. A self-test was performed and passed. Nothing further reported.

Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. The device will be returned for analysis and further information will follow once the analysis has been completed. No conclusion can be drawn at this time.